Event description:
A customer reported to baxter (B)(4) of a y-type blood/ solution set in which normal saline (ns) continued to free flow through the set even after the on/off clamp was clamped into the off position and the blood line was opened. The process step was during infusion. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.